Event description:
It was reported that the patient has expired. No further details were reported. Through follow-up with the surgeon's office, additional information and a copy of the operative report were received. It was learned that the date of death was (B)(6)2010; implant duration was approximately 0.33 months. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not explanted. The information was learned through implant patient registry. Through follow-up with the surgeon's office, it was learned that the device was not explanted. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.